Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The facility's materials manager reported to baxter that an interlink continu-flo 0.22 micron filter solution set had tubing collapse. It was reported that while a power CT injection was in progress and nearing the end, a popping noise was heard by the patient. It was observed that about an inch or less of tubing collapsed about two feet away from the connection site to the power port. The CT was successful with adequate dye injection. The dye and saline had leaked onto the table and floor. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: a sample was available for evaluation. A functional flow test was performed revealing a leak in the tubing approximately 18 inches proximal to the bottom y-site. Closer visual inspection revealed that the leak was caused by a rupture in the tubing approximately 1/4 of an inch long. The reported condition was confirmed. The root cause can be attributed to the use of this set with a power injector, which this device is not approved for. This issue is being investigated through CAPA.